Event description:
According to the rptr on 10-31-97, she placed the pillow into the microwave for 2-3 mins as per the instructions. She then took the pillow to bed and placed it on her neck for approx 15 mins. At midnight, she removed the pillow and placed it on the bed next to her and went to sleep. At 3 a.m., she was awakened by the smoke detector, she awoke to find the pillow and her bed on fire. She escaped and was seen and treated in the ed for smoke inhalation. The device is approx 2 yrs old and has been used numerous times without incident. She personally spoke with the mfrs and felt she did not receive an adequate response to a potentially life-threatening situation. The pillow has no label or warning attached to it stating that a fire is a possiblity. The consumer feels strongly that such a label should be attached to the pillow. The consumer to this date continues to suffer from "chest discomfort" and is unable to sing.